Event description:
It was reported that the endotracheal tube had cuff leak and a visible hole in the cuff of the device was observed. Pt was reintubated.

Manufacturer narrative:
If significant info is obtained from the investigation, a summary of the investigation results will be provided in a supplemental report.